Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR is to include the additional information was received on 03 november 2020; the clinical study team provided procedure images. The returned images underwent review by the independent physician on 04 november 2020. The findings are documented below. ¿the above complaint is accompanied by multiple angiographic images, demonstrating a right mca bifurcation wide necked aneurysm. There are several images that demonstrate a coil mass within the aneurysm and a pulserider in place at the neck, as well as another stent. These images are likely post-procedure since there is a stent in place in addition to the pulserider. There are no images or videos of the deployment or attempted recapture of the coil in question. Therefore, I am unable to determine a cause for the detachment. Coil separation is a known event that can occur during a coiling procedure, and per the complaint, the operator took proper precautions. There is no mention of pre-implant testing of the coil with the detachment system.¿ physician name and date reviewed: (B)(6), (B)(6) 2020 updated sections: g.4, g.7, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Procode is krd/hcg. The initial reporter phone and email are not available / reported. (B)(4). [Conclusion]: the event was reported via the sterling study, the (B)(6) female patient with a history of coronary artery disease (cad), diabetes, smoking (current), asthma, chronic obstructive pulmonary disease (copd), atrial fibrillation, liver cirrhosis, cataracts, restless legs, intracranial aneurysms (4 total), and class 1 obesity (bmi 30 kg/m2) underwent pulserider-assisted coil embolization targeting a right middle cerebral artery (mca) aneurysm on 15 september 2020. Immediate pre-procedure angiography revealed an unruptured right mca bifurcation aneurysm with the following dimensions: height 4.3mm, dome 5.7mm, maximum aneurysm diameter 7.9mm, neck size 4.5mm, and dome-to-neck ratio 1.3mm. The parent vessel diameter was 1.8mm. The pulserider t 3mm, 8mm arch-assisted coil embolization was performed with the implantation of one 6mm x 20cm galaxy g3 (gly120620 / 30399453), one 4mm x 10cm galaxy g3 xsft coil (glx120410 / 30376373), one 3mm x 8cm galaxy g3 xsft coil (glx120308 / l13122), and two 2mm x 6cm galaxy g3 mini coils (glm920060 / 30383052). During the attempt to place the 2mm x 6cm galaxy g3 mini finishing coil, coil loops were seen to prolapse into the parent vessel. The coil was withdrawn but became stuck and prematurely detached inside the microcatheter. The prematurely detached coil was unable to be advanced through the microcatheter into the aneurysm despite multiple attempts. Because the coil was locked within the coil mass, the physician did not feel comfortable attempting to remove with a snare. An additional stent was placed proximal to the pulserider device in order to tack the errant coil down. The case report form (cfr) documented microcatheter kickback (loss access to aneurysm) occurred two times during the procedure. The study coils were successfully implanted in the target aneurysm with 32% angiosuite packing density. Immediate post-procedure imaging demonstrated modified raymond-roy score of class iiib: residual aneurysm with contrast along aneurysm wall. In the opinion of the investigator, the treatment of the target aneurysm was not considered complete due to the malfunction of the 2mm x 6cm galaxy g3 mini coil and the inability to retain or place embolic coils. There were no reported patient adverse event or patient complications such as intraoperative aneurysm rupture or thromboembolism. The patient was discharged to home with non-skilled nursing care on the following day. Additional information was received on 08 october 2020 confirming that it was the coil loops from the second 2mm x 6cm galaxy g3 mini finishing coil (glm920060 / 30383052) that prolapsed into the parent vessel. The physician suspected that there was entanglement with the previously implanted coils that contributed to the event. There was no attempt to detach the coil prior to the coil becoming prematurely detached from the device positioning unit (dpu). The coil did become stretched / elongated prior to becoming prematurely detached. Continuous flush was maintained through the microcatheter. The additional information indicated that the excelsior® sl-10® microcatheter (stryker) was the concomitant microcatheter used to deliver the coils and the neuroform atlas® stent system (stryker) to tack down the errant coil. The same excelsior® sl-10® microcatheter was used to complete the procedure. The two instances of microcatheter kickback documented on the crf occurred with the complaint coil. The prowler select plus microcatheter was used to deliver the pulserider aneurysm neck reconstruction device (anrd). There were no alleged device malfunctions or performance issues associated with either the prowler select plus or the pulserider device. The excelsior® sl-10® microcatheter was repositioned over the coil while the coil was deployed / partially deployed out of the distal end of the microcatheter (the coil was used like a guidewire to reposition the microcatheter). There was a one-to-one relationship between the coil and the delivery system verified with fluoroscopy prior to the repositioning. The coil was not positioned at a relative sharp angle to the microcatheter. Adequate flush was maintained through the devices. Excessive force was not employed at any time. There was a loss of cerebral target position. The reported event resulted in a 15-20 minutes procedure prolongation; however, the physician did not think the surgical delay was clinically significant. The coil protrusion into the parent vessel did not result in any restriction or reduction in blood flow nor thrombosis. There is no additional intervention planned for a later date. The redacted operative note was provided with the additional information received on 08 october 2020 was reviewed. The patient presented with a history of previously embolized left middle cerebral artery. Digital subtraction angiography (dsa) showed a complex, trilobed aneurysm at the right middle cerebral artery bifurcation measuring approximately 7.9 x 5.7 x 4.3 mm, which appeared unchanged compared to the prior angiogram. The support catheter was advanced over the guiding catheter into the distal cervical segment of the right internal carotid artery and the guiding catheter was removed and replaced with two microcatheters. The prowler select plus microcatheter was carefully advanced over a microwire into the aneurysm. The microwire was removed and the pulserider was carefully deployed under continuous fluoroscopic monitoring so the leaflets were positioned along the base of the aneurysm with the body securely deployed in the m1 segment of the right middle cerebral artery. A control angiogram was obtained. Keeping the catheter in the same position, a control angiogram of the right internal carotid artery centered over the aneurysm was obtained in multiple views. The angiogram demonstrated the pulserider deployed with the leaflets inside the aneurysm and providing satisfactory protection of the anterior and posterior divisions of the middle cerebral artery. There was no evidence of embolic or other procedural related complications. Subsequently, the excelsior® sl-10® microcatheter (stryker) was carefully navigated over a microwire through the stent into the aneurysm and the microwire was removed. The aneurysm was then successfully framed with the 6mm x 20cm galaxy g3 coil under continuous fluoroscopic monitoring. The framing coil was detached without incident under continuous fluoroscopic monitoring, the 4mm x 10cm galaxy g3 xsft coil was deployed and detached. Next, the 3mm x 8cm galaxy g3 xsft coil was deployed and a control angiogram was obtained. The third coil was detached without complications. Given the persistent filling of the distal portion of the aneurysm, the physician elected to continue with packing. The first 2mm x 6cm galaxy g3 mini coil was successfully deployed and detached in the aneurysm. A second 2mm x 6cm galaxy g3 mini coils was then used to further increase the packing density of the aneurysm, but during the deployment, an inadvertent coil separation inside the microcatheter was noted. The physician attempted to capture the partially deployed coil with a snare device, which was advanced over the sl-10 microcatheter, but this failed to navigate past the anterior genu of the right internal carotid artery. The physicians decided to stabilize the partially detached and elongated coil in the right internal carotid artery. As a result, the physician elected to stabilize the partially detached and elongated coil in the right internal carotid artery. Angiogram demonstrated increased packing of the right middle cerebral artery with persistent filling of the superiorly oriented lobe and stable position of the pulserider device. The angiogram also demonstrated a single coil extending from the aneurysm into the cavernous segment of the right internal carotid artery. The coil appeared to the stretched. Appropriate measurements were obtained in preparation for stenting of the cavernous segment. Utilizing reference onlay, a 4.5mm x 21mm neuroform atlas® stent system (stryker) was then deployed in the right internal carotid artery, started in the supraclinoid segment, and terminated in the proximal cavernous segment thus stabilizing the elongated coil. The angiogram demonstrated post-procedure changes from coil embolization of the right middle cerebral artery with persistent filling of the superiorly oriented lobe consistent with raymond-roy occlusion grade iii. The position of the pulserider device was stable. There was an artifact from the right internal carotid artery stent stabilizing the coil to the vessel wall was noted. There was no evidence of other procedure related complications. Based on complaint information, the device remains implanted in the patient and is thus not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30383052) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Positioning difficulty, entanglement, unraveled/stretched, premature detachment, and protrusion into the parent vessel necessitating additional intervention are known potential complications associated with the use of embolic coils in endovascular embolization. The galaxy g3 mini instructions for use (IFU) cautions the operator to never attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the device positioning unit (dpu) wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Following failed coil positioning, it appears that the coil elongated and unintendedly detached in the microcatheter during retrieval. The unraveling/stretching and unintended detachment may have been related to an attempt to remove the coil by pulling the coil against resistance or coil entanglement with other indwelling coils preventing the coil from being released from the aneurysm. Wide-neck aneurysms are difficult to treat and are prone to coil protrusion into the parent vessel. Excessive force applied to a coil through repeated coil deployments or manipulation can increase the possibility of premature detachment. With the amount of information available and without films of the event, it is not possible to draw a conclusion between the device and the reported event. However, there are clinical and procedural factors, including aneurysm/vessel characteristics (i.e. Wide neck), device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the (B)(6) study, the (B)(6) female patient with a history of coronary artery disease (cad), diabetes, smoking (current), asthma, chronic obstructive pulmonary disease (copd), atrial fibrillation, liver cirrhosis, cataracts, restless legs, intracranial aneurysms (4 total), and class 1 obesity (bmi 30 kg/m2) underwent pulserider-assisted coil embolization targeting a right middle cerebral artery (mca) aneurysm on (B)(6) 2020. Immediate pre-procedure angiography revealed an unruptured right mca bifurcation aneurysm with the following dimensions: height 4.3mm, dome 5.7mm, maximum aneurysm diameter 7.9mm, neck size 4.5mm, and dome-to-neck ratio 1.3mm. The parent vessel diameter was 1.8mm. The pulserider t 3mm, 8mm arch-assisted coil embolization was performed with the implantation of one 6mm x 20cm galaxy g3 (gly120620 / 30399453), one 4mm x 10cm galaxy g3 xsft coil (glx120410 / 30376373), one 3mm x 8cm galaxy g3 xsft coil (glx120308 / l13122), and two 2mm x 6cm galaxy g3 mini coils (glm920060 / 30383052). During the attempt to place the 2mm x 6cm galaxy g3 mini finishing coil, coil loops were seen to prolapse into the parent vessel. The coil was withdrawn but became stuck and prematurely detached inside the microcatheter. The prematurely detached coil was unable to be advanced through the microcatheter into the aneurysm despite multiple attempts. Because the coil was locked within the coil mass, the physician did not feel comfortable attempting to remove with a snare. An additional stent was placed proximal to the pulserider device in order to tack the errant coil down. The case report form (cfr) documented microcatheter kickback (loss access to aneurysm) occurred two times during the procedure. The study coils were successfully implanted in the target aneurysm with 32% angiosuite packing density. Immediate post-procedure imaging demonstrated modified raymond-roy score of class iiib: residual aneurysm with contrast along aneurysm wall. In the opinion of the investigator, the treatment of the target aneurysm was not considered complete due to the malfunction of the 2mm x 6cm galaxy g3 mini coil and the inability to retain or place embolic coils. There were no reported patient adverse event or patient complications such as intraoperative aneurysm rupture or thromboembolism. The patient was discharged to home with non-skilled nursing care on the following day. Additional information was received on 08 october 2020 confirming that it was the coil loops from the second 2mm x 6cm galaxy g3 mini finishing coil (glm920060 / 30383052) that prolapsed into the parent vessel. The physician suspected that there was entanglement with the previously implanted coils that contributed to the event. There was no attempt to detach the coil prior to the coil becoming prematurely detached from the device positioning unit (dpu). The coil did become stretched / elongated prior to becoming prematurely detached. Continuous flush was maintained through the microcatheter. The additional information indicated that the excelsior® sl-10® microcatheter (stryker) was the concomitant microcatheter used to deliver the coils and the neuroform atlas® stent system (stryker) to tack down the errant coil. The same excelsior® sl-10® microcatheter was used to complete the procedure. The two instances of microcatheter kickback documented on the crf occurred with the complaint coil. The prowler select plus microcatheter was used to deliver the pulserider aneurysm neck reconstruction device (anrd). There were no alleged device malfunctions or performance issues associated with either the prowler select plus or the pulserider device. The excelsior® sl-10® microcatheter was repositioned over the coil while the coil was deployed / partially deployed out of the distal end of the microcatheter (the coil was used like a guidewire to reposition the microcatheter). There was a one-to-one relationship between the coil and the delivery system verified with fluoroscopy prior to the repositioning. The coil was not positioned at a relative sharp angle to the microcatheter. Adequate flush was maintained through the devices. Excessive force was not employed at any time. There was a loss of cerebral target position. The reported event resulted in a 15-20 minutes procedure prolongation; however, the physician did not think the surgical delay was clinically significant. The coil protrusion into the parent vessel did not result in any restriction or reduction in blood flow nor thrombosis. There is no additional intervention planned for a later date. The redacted operative note was provided with the additional information received on 08 october 2020 was reviewed. The patient presented with a history of previously embolized left middle cerebral artery. Digital subtraction angiography (dsa) showed a complex, trilobed aneurysm at the right middle cerebral artery bifurcation measuring approximately 7.9 x 5.7 x 4.3 mm, which appeared unchanged compared to the prior angiogram. The support catheter was advanced over the guiding catheter into the distal cervical segment of the right internal carotid artery and the guiding catheter was removed and replaced with two microcatheters. The prowler select plus microcatheter was carefully advanced over a microwire into the aneurysm. The microwire was removed and the pulserider was carefully deployed under continuous fluoroscopic monitoring so the leaflets were positioned along the base of the aneurysm with the body securely deployed in the m1 segment of the right middle cerebral artery. A control angiogram was obtained. Keeping the catheter in the same position, a control angiogram of the right internal carotid artery centered over the aneurysm was obtained in multiple views. The angiogram demonstrated the pulserider deployed with the leaflets inside the aneurysm and providing satisfactory protection of the anterior and posterior divisions of the middle cerebral artery. There was no evidence of embolic or other procedural related complications. Subsequently, the excelsior® sl-10® microcatheter (stryker) was carefully navigated over a microwire through the stent into the aneurysm and the microwire was removed. The aneurysm was then successfully framed with the 6mm x 20cm galaxy g3 coil under continuous fluoroscopic monitoring. The framing coil was detached without incident under continuous fluoroscopic monitoring, the 4mm x 10cm galaxy g3 xsft coil was deployed and detached. Next, the 3mm x 8cm galaxy g3 xsft coil was deployed and a control angiogram was obtained. The third coil was detached without complications. Given the persistent filling of the distal portion of the aneurysm, the physician elected to continue with packing. The first 2mm x 6cm galaxy g3 mini coil was successfully deployed and detached in the aneurysm. A second 2mm x 6cm galaxy g3 mini coils was then used to further increase the packing density of the aneurysm, but during the deployment, an inadvertent coil separation inside the microcatheter was noted. The physician attempted to capture the partially deployed coil with a snare device, which was advanced over the sl-10 microcatheter, but this failed to navigate past the anterior genu of the right internal carotid artery. The physicians decided to stabilize the partially detached and elongated coil in the right internal carotid artery. As a result, the physician elected to stabilize the partially detached and elongated coil in the right internal carotid artery. Angiogram demonstrated increased packing of the right middle cerebral artery with persistent filling of the superiorly oriented lobe and stable position of the pulserider device. The angiogram also demonstrated a single coil extending from the aneurysm into the cavernous segment of the right internal carotid artery. The coil appeared to the stretched. Appropriate measurements were obtained in preparation for stenting of the cavernous segment. Utilizing reference onlay, a 4.5mm x 21mm neuroform atlas® stent system (stryker) was then deployed in the right internal carotid artery, started in the supraclinoid segment, and terminated in the proximal cavernous segment thus stabilizing the elongated coil. The angiogram demonstrated post-procedure changes from coil embolization of the right middle cerebral artery with persistent filling of the superiorly oriented lobe consistent with raymond-roy occlusion grade iii. The position of the pulserider device was stable. There was an artifact from the right internal carotid artery stent stabilizing the coil to the vessel wall was noted. There was no evidence of other procedure related complications.